Event description:
A supplemental report is being submitted due to completion of lab evaluation on 12 feb 2026 and completion of the investigation on 17 feb 2026.

Manufacturer narrative:
From description of event "the stent was moved up/on as per standard procedure. The opening of the stent was difficult, and it ultimately did not open then something snapped. The stent was then removed from the patient, and we tried to open it once removed but no success." Several attempts were made to gain more information regarding this event, however no new information was received. Should these become available at a later date, the complaint can be updated accordingly. Device evaluation the evo-fc-10-11-6-b device of lot number c2336293 involved in this complaint was returned for evaluation. With the information provided, a physical and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 12th feb 2026. Visual inspection: device returned in protective tubing. Safety wire in place on return red marker pass ponr. Protective tubing removed introducer examined and no issues observed. Functional inspection: safety wire removed from the device without any issues. Handle actuating fine for deployment and recapture but unable to deploy the stent. Handle opened and outer sheath observed to be separated from the shuttle. Cogs and all other components within the handle are intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest that the customer did not follow the instructions for use. Clinical image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to a potentially difficult or tortuous patient anatomy. It is possible that during advancement or deployment, a tortuous path may have been resulted in resistance which could have caused a build-up of pressure within the device, causing stent deployment difficulties. Additional stress or force exerted on the delivery system during the attempted deployment, could have increased the pressure within the device which in turn could have led to the sheath tube separating from the shuttle cap and inevitably, the inability for the stent to be deployed. Several attempts were made to gain more information regarding this event, however no new information was received. Should these become available at a later date, the complaint can be updated accordingly. Confirmation of complaint: the complaint is confirmed based on visual/functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the stent was moved up/on as per standard procedure. The opening of the stent was difficult, and it ultimately did not open. Then something snapped. The stent was then removed from the patient, and we tried to open it once removed but no success. Confirmed quantity of 01 x used device. As per the initial information provided, the device was removed and the procedure was completed with another device. No adverse effects to the patient were reported. Investigation findings conclude that a possible root cause can be attributed to difficult patient anatomy.

Manufacturer narrative:
From description of event "the stent was moved up/on as per standard procedure. The opening of the stent was difficult, and it ultimately did not open.then something snapped. The stent was then removed from the patient and we tried to open it once removed but no success." Several attempts were made to gain more information regarding this event and the return of the complaint device, however no new information nor the complaint device was received. Should these become available at a later date, the complaint can be updated accordingly. Device evaluation the evo-fc-10-11-6-b device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to difficult or tortuous patient anatomy and/or device handling. It is possible that difficult or tortuous patient anatomy caused compression or exerted pressure on the introducer resulting in the product malfunction reported and preventing deployment of the stent. It is also possible that the catheter kinked during device preparation or during advancement due to a tortuous path and prevented deployment of the stent. However, as the device was not returned for evaluation the cause of this complaint could not be conclusively determined. Several attempts were made to gain more information regarding this event and the return of the complaint device, however no new information nor the complaint device was received. Should these become available at a later date, the complaint can be updated accordingly. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the stent was moved up/on as per standard procedure. The opening of the stent was difficult, and it ultimately did not open. Then something snapped. The stent was then removed from the patient and we tried to open it once removed but no success. Confirmed quantity of 01 x used device. As per the initial information provided, the device was removed and the procedure was completed with another device. No adverse effects to the patient were reported. Investigation findings conclude that a possible root cause can be attributed to difficult patient anatomy and/or device handling. From description of event "the stent was moved up/on as per standard procedure. The opening of the stent was difficult, and it ultimately did not open.then something snapped. The stent was then removed from the patient and we tried to open it once removed but no success." Several attempts were made to gain more information regarding this event and the return of the complaint device, however no new information nor the complaint device was received. Should these become available at a later date, the complaint can be updated accordingly.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-dec-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was moved up/on as per standard procedure. The opening of the stent was difficult, and it ultimately did not open., then something snapped. The stent was then removed from the patient and we tried to open it once removed but no success.